Manufacturer narrative:
Hermetic lumbar catheter, closed tip was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the event description provided, the possible root cause for the reported event is related to the surgery technique used to introduce and position the lumbar catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 2648988-2022-00019: a facility reported that a neurosurgeon had to insert a lumbar catheter for an external drainage, and when he pulled back the guide wire, the catheters wrinkled and after some movements of the catheters, he noticed that when trying to pull back the catheters to have the better positioning, the catheters remained stuck. After pulling back firmly, the catheters pulled out and he noticed they were all lacerated. This was performed with the tuohy needle in place, and after 3 lumbar catheters, he succeeded in positioning the fourth catheter. The event led to an increase of surgery time of more than 90 minutes. No patient injury or death has been alleged. Additional information received indicates that on the (B)(6) of (B)(6), the catheter was implanted in the patient, and they faced a laceration of the catheter with anchoring of the catheter in the vertebral specus.